Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the inferior vena cava (ivc), and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2011. Date of implant was entered as date of event ,since date of event was unknown.

Event description:
It was reported through the litigation process that a vena cava filter was allegedly tilted, perforated the inferior vena cava, detached and struts embolized to the heart. It was further reported that patient requires numerous surgical procedures to remove the broken device. The patient experienced pericardial effusion and pericarditis; however, the current status of the patient is unknown.